Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion under the lifevest equipment. The nurse advised the skin isn't broken around affected area, but it appears red and irritated most likely due to constant friction. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a barrier cream for the skin irritation. Follow up indicated that the abrasion improved.